Event description:
It was reported that a homechoice device experienced an unspecified system error alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The alarm was not identified in the event history log review. A visual inspection and functional testing were performed and revealed no issues that could have caused or contributed to the reported issue. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. The issue was not confirmed and the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.